Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens reviewed the event data and determined that the quality controls were within expected ranges on the day of the event. As per siemens' instructions, the customer ran a precision study, cleaned the aliquot probe, bleached the aliquot drain, replaced and aligned the aliquot probe. Siemens remotely completed a shuttle 2 alignment and homed all modules. Siemens reviewed the cross over study performed by the customer and determined that the results matched the results from an alternate dimension vista instrument. The cause of the discordant, falsely low results was potentially due to the malfunctioned aliquot probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. Discordant, falsely low creatinine (cre2) results were obtained on sample ID (B)(6) and another patient sample (sample ID (B)(6)). Additionally, discordant, falsely low glucose (glu) and total bilirubin (tbil) results were obtained on sample ID (B)(6). The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu, cre2, tbil, and co2 results.